Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 power switch is not powering on. No patient adverse events reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection of the device found it to be in fair physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing, confirming reported customer complaint. The connection between the pcb and power switch was noted to be damaged; problem source found to be the design of the device.